Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and as noted in b5 ¿ foreign material was discovered in the air/water cylinder and tube. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
While evaluating a returned olympus gastrointestinal videoscope, it was discovered that the air/water cylinder had foreign material present. There was no patient involvement during this event.